Event description:
Waste fluid splashed on an operator's face on an advia centaur instrument while working on the system. The operator was treated on-site and is being monitored for infectious disease. There were no reports of adverse health consequences due to the incident.

Manufacturer narrative:
An operator was at the instrument checking on the waste container and was not wearing personal protective equipment as required. The waste tube popped off the pump and splashed waste on the operator's face. A siemens field service engineer(fse) was dispatched to the customer site. The fse re-connected the waste tube. The instrument is performing within specifications. No further evaluation of the device is required.